Event description:
It was reported that the temperature that showed on the arctic sun device was wrong. Per follow up information received on (B)(6) 2022, it was stated that the patient was switched to a different device and the patient continued therapy on a different device. There was no negative impact for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature that showed on the arctic sun device was wrong. Per follow up information received on 31mar2022, it was stated that the patient was switched to a different device and the patient continued therapy on a different device. There was no negative impact for the patient. Per sample evaluation result received on 22aug2022, the device had additional issue with control panel which was the touch screen not responding. Per sample evaluation result received on 14sep2022, it was reported the arctic sun device was unable to fill device. It was noted that the defective level sensor.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated. The device was evaluated and the reported issue was unconfirmed as the issue was not observed during testing. No repairs for reported issue were made. The control panel touch screen was not responding. Unable to fill device. Defective level sensor. The device history record review was not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. Labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.